Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in the clinic, the pacemaker site appeared inflamed and tender. The patient had developed an infection. The system was explanted with any issues and a new system was implanted on the right side. The patient's condition was stable post procedure.